Manufacturer narrative:
This device is included in the premature battery depletion with implantable cardioverter defibrillator advisory of october 2016.

Event description:
During follow up, the device was noted to be in back up mode and was unable to be interrogated. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.